Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call that the customer had issues with sensor glucose and blood glucose. The customer also had high blood glucose level of 582 mg/dl and the sensor glucose was 15 mg/dl at the time of the incident. The customer¿s blood glucose was 400 mg/dl and the sensor glucose was 50 mg/dl. The customer declined to troubleshoot. The product was returned for analysis.